Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator had an error code indicating 'primary alarm failed.' There was no patient involvement.

Manufacturer narrative:
The service technician inspected the device and confirmed the reported issue. The service technician replaced the speaker to address the reported issue, and the unit passed all testing.

Manufacturer narrative:
A speaker assembly was return for analysis. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to voice coil open in the speaker created the primary alarm error code.